Manufacturer narrative:
UDI: (b)(4. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the battery reamer device housing was cracked and the trigger was sticking. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device housing was cracked, the trigger was sticking and worn, the bearings were corroded and the seals were worn. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to normal wear from use and servicing over time and improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.